Manufacturer narrative:
A review of customer provided image was performed by intuitive surgical inc., (isi) failure analysis engineer (fae). Following information was provided : the image depicts a broken grip cable on 8mm force bipolar instrument. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument was observed to have a broken cable. The procedure was completed with no reported injury.